Event description:
Procedure: lap chole. According to the reporter, unformed clips fell from the jaws when the handle was cycled. Pulling the handle was repeated, but again unformed clips fell and the jaws failed to close. Current pt status uneventful. No damage to tissue or pt injury. Clips that fell into the pt cavity were retrieved without adverse extension of the incision. However, or time was extended beyond 30 mins.